Event description:
It was reported patient presented to hospital for device replacement. During follow up before replacement, it was noted there was not capture at maximum output in the right ventricular lead. Programming options were performed and the rv lead remains implanted.